Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The base of the unit was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the caster wheel broke off the base of the unit. The unit did not tip or fall and there was no patient involvement.